Event description:
It was reported that the ventricular lead exhibited no capture when programmed to max outputs, and the patient was also getting stimulation with pacing. It was suspected that the lead had perforated the myocardium. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.